Manufacturer narrative:
Concomitant medical products: product ID: dtba1d4 crtd, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead capture management determined that threshold increased greater than amplitude safety margin and may have compromised capture. The lv lead remains in use. No patient complications have been reported as a result of this event.